Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: pif received. Injury nos replace with new event medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('posteriorly. At the left cornu, there is a coiled metallic device embedded within the myometrium') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included multigravida, parity 4, uterine dilation and curettage and ovarian cystectomy. Previously administered products included for menorrhagia: tranexamic acid; for pain: ibuprofen. Concurrent conditions included follicular cyst of ovary, high grade squamous intraepithelial lesion, menorrhagia, chronic cervicitis, cervical polyp, bleed in luteal cyst, pelvic pain female and cervical dysplasia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove/davinci total laparoscopic hysterectomy with bilateral salpingectomy,). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure (ess205). The reporter commented: lmp: (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: mr received. Event "essure removed" was updated to posteriorly at the left cornu, there is a coiled metallic device embedded within the myometrium. Reporter information, patient's medical history and rcc were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('posteriorly. At the left cornu, there is a coiled metallic device embedded within the myometrium') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included multigravida, parity 4, uterine dilation and curettage and ovarian cystectomy. Previously administered products included for menorrhagia: tranexamic acid; for pain: ibuprofen. Concurrent conditions included follicular cyst of ovary, high grade squamous intraepithelial lesion, menorrhagia, chronic cervicitis, cervical polyp, bleed in luteal cyst, pelvic pain female and cervical dysplasia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove/davinci total laparoscopic hysterectomy with bilateral salpingectomy,). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure (ess205). The reporter commented: lmp: (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.